Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. Attempts to obtain additional information were unsuccessful. This device and lead system remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicated that the crt-d and rv lead continue to exhibit high shocking lead impedance measurements greater than 125 ohms. Commanded shocks were performed and a code 1005 was noted. The rv lead was fractured and was explanted. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.